Event description:
It was reported the patient¿s device had not worked for over a year.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).